Manufacturer narrative:
(B)(4). The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a prostyle device after a diagnostic coronary angiography procedure using a 6f sheath. Reportedly, the plunger became stuck and the physician could not fully depress or retract the plunger. In addition the plunger being stuck, the foot plate had difficulty retracting, but was ultimately successful. The device was trapped in the vessel and the physician applied force to remove it. When the proglide was removed, the patient experienced significant bleeding. The physician then reintroduced guidewire access and upsized the sheath to a 12f to control bleeding. The patient was sent to vascular surgery to repair the vessel. The surgery went well and the patient was discharged from the hospital the following day. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The patient effect of hemorrhage is listed in the prostyle instructions for use (IFU), as a potential adverse event associated with use of the suture mediated closure devices. Although it does not appear to have caused or contributed to the reported event, reportedly, the physician applied force to remove the device. It should be noted that the electronic perclose prostyle instructions for use, states: do not apply excessive force to the lever when returning the foot to its original position down to the body of the device. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.